Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a blood glucose exceeding 800 mg/dl. Troubleshooting declined for the high blood glucose. The customer stated that the insulin pump alarmed with a button error so she was unable to bolus with the pump, and she was not wearing the pump at the time of hospitalization. However, she did wear the pump about an hour and a half prior to hospitalization. At the hospital she was treated with insulin, nausea medication, pain medication, and fluids. No products were shipped or returned in this particular complaint, but the pump was replaced during another call.